Event description:
Customer reported his lancing device "was broken" and he was "unable to test". He reported feeling "lethargic". His wife called the paramedics who tested his glucose and received a result of 45 mg/dl. They treated him with "food" and re-tested his sugar, receiving a result of 80 mg/dl. He did not receive a diagnosis or require further intervention.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.